Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alinity pipettor probes which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the alinity pipettor probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alinity pipettor probes was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results for multiple samples. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 3.3 iu/ml, repeats = 0.0 iu/ml and 0.1 iu/ml. (B)(6) 2023 sid (B)(6) initial result = 3.0 iu/ml, repeats = 0.0 iu/ml and 0.0 iu/ml. (B)(6) 2023 sid (B)(6) initial result = 2.2 iu/ml, repeats = 0.0 iu/ml and 0.6 iu/ml. (B)(6) 2023 sid (B)(6) initial result = 3.7 iu/ ml, repeats = 0.0 iu/ml and 0.3iu/ml. Customer provided interpretation of results: < 1.6 iu/ml nonreactive. 1.6 to < 3.0 iu/ml grayzone = 3.0 iu/ml reactive. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I toxo igg results for multiple samples. The following data was provided: (B)(6) 2023 sid -(B)(6) initial result = 3.3 iu/ml, repeats = 0.0 iu/ml and 0.1 iu/ml. (B)(6) 2023 sid (B)(6) initial result = 3.0 iu/ml, repeats = 0.0 iu/ml and 0.0 iu/ml. (B)(6) 2023 sid (B)(6) initial result = 2.2 iu/ml, repeats = 0.0 iu/ml and 0.6 iu/ml. (B)(6) 2023 sid (B)(6) initial result = 3.7 iu/ ml, repeats = 0.0 iu/ml and 0.3iu/ml. Customer provided interpretation of results: < 1.6 iu/ml nonreactive. 1.6 to < 3.0 iu/ml grayzone. = 3.0 iu/ml reactive. No impact to patient management was reported.